Event description:
Nurses aid sat pt on raised toilet seat, and then, with nurses aid in the bathroom, pt tipped to the left and fell to the floor with the raised toilet seat. Nurses aid was able to protect the pt's head but complained of pain to left hip area, resulting in transport to the ER for evaluation. It was discovered after pt was cared for, that the raised toilet seat clamp, which secures it to the bowl, was broken off. It appears that the clamp did not break at the time of the incident, as it was not found anywhere at the scene, and the nurses aide however, was unaware, prior to the incident, that the clamp was broken.